Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 46 mg/dl at the time of the incident. The customer was at 267 mg/dl at the time of the call. The customer was given glucagon, candy, and a glucagon shot to treat. The customer also reported getting diabetic ketoacidosis and having to receive intravenous insulin about 14 times. The customer experienced symptoms of highs such as getting sick and vomiting. The customer's blood glucose goes up to 500 mg/dl or more when they have highs. The customer was wearing the insulin pump during the incident. Troubleshooting for the lows was completed. Customer reported other low incidents have occurred. The insulin pump will be returned for analysis.